Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A (B)(4) distributor contacted zoll to report that a patient developed a rash under the therapy electrodes. Patient described the rash as red and dry. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed a cortisone ointment. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.